Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective lens cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the objective lens. In addition, our technician confirmed that the lcb (light carrying bundle) broken, the segment compressed (short in length), the control body corroded, the nozzle gluing missing, the bending rubber leak, the root brace rubber (lg control body) cut, the ethylene oxide gas valve (eog) loose, the u/d and the r/l pulley wires worn out, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(cloudy ).